Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient reported that the sensor wire detached and was stuck to applicator. Dexcom has issued an rga for patient to return device to be investigated.